Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that there was a poor connection at a pin in the lemo connector receptacle. The connector receptacle was repaired. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed a poor image making the anatomy difficult to view. There was no adverse patient involvement reported. There was no patient information reported.